Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that the threaded handle has gotten stuck inside inserter handle, found on cleanup, no impact on case, no delay to surgery.

Manufacturer narrative:
Additional narrative: examination of the returned instruments confirmed the reported event depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.